Manufacturer narrative:
Block b5 describe event or problem updated. Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been provided by the facility. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5002888. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient presented with dehiscence at the lead extension incision site behind the ear. It was noted that the incision was not healing properly. The patient underwent intervention wherein the incision site was cleaned with iodine and treated with antibiotics before completing the procedure. The lead extensions remain implanted. It is unclear whether cultures were obtained. The patient was placed on a regimen of steroids and antibiotics and has since developed a scab. Ongoing care is being provided by the treating physician. Additional information received indicated that the patient experienced pain and purulent discharge at the incision site. The patient is doing well and wound has since then closed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been provided by the facility. Block b3: date of event unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5002888, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient presented with dehiscence at the lead extension incision site behind the ear. It was noted that the incision was not healing properly. The patient underwent intervention wherein the incision site was cleaned with iodine and treated with antibiotics before completing the procedure. The lead extensions remain implanted. The patient was placed on a regimen of steroids and antibiotics and has since developed a scab. Ongoing care is being provided by the treating physician.